Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-04899. It was reported that catheter removal difficulties were encountered and premature deployment of stent occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, concentric, de novo target lesion was located in the moderately tortuous, severely calcified, and 2.75mm in diameter distal left circumflex artery. A 2.75x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite using a buddy wire. After repeated attempts, it was noticed that the distal edge of the stent got damaged. A 2.75x32mm promus element¿ plus drug-eluting stent was then advanced but encountered a significant resistance. The stent did not reach to the desired position and was unable to be pulled out. The physician decided to deploy the stent in an unintended location. No patient complications were reported and the patient's status was stable.